Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 6/3/2021 h.6. Investigation: six sealed 32g x 4mm pen needle samples were returned from lot. No. 0112354 along with one open 32g x 4mm pen needle sample. No teardrop label was returned therefore we cannot confirm what lot number this sample was returned from. Visual examination and a functionality test was carried out on all seven samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that pen ndl 32g 4mm hp 105 box de experienced an inner shield/outer cover/cap that would not attach/detach, cannula breaking off or pulling out, and difficult operation or not working/functioning. The following information was provided by the initial reporter: when screwing on, the thread on the pen jams. Needle breaks from posture and gets stuck in the skin. Inner needle that should go into insulin bends and does not stick into the insulin cartridge.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0112355. Medical device expiration date: 2025-04-30. Device manufacture date: 2020-04-21. Medical device lot #: 0112354. Medical device expiration date: 2025-04-30. Device manufacture date: 2020-04-21. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm hp 105 box de experienced an inner shield/outer cover/cap that would not attach/detach, cannula breaking off or pulling out, and difficult operation or not working/functioning. The following information was provided by the initial reporter: when screwing on, the thread on the pen jams. Needle breaks from posture and gets stuck in the skin. Inner needle that should go into insulin bends and does not stick into the insulin cartridge.